Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 25mm epic valve was successfully implanted. In (B)(6) 2022, the patient experienced shortness of breath. The patient was diagnosed with bio-prosthetic valve deterioration and surgery was recommended. A transesophageal echocardiogram was performed. On (B)(6) 2023, the device was explanted and replaced with 27mm non-abbott valve. Calcification was observed on the explanted epic valve.

Manufacturer narrative:
Explant due shortness of breath and bio-prosthetic valve deterioration was reported. The investigation found that cusps 1 and 2 had thinning of base. No inflammation or significant calcifications were present. The outflow surface of cusp 2 had fibrous pannus and there was a calcification within the pannus. The device history record was reviewed to ensure each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. Per the warnings section of IFU, "accelerated deterioration due to calcific degeneration of the st. Jude medical stented porcine tissue valves may occur in: children, adolescents, or young adults; patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure); or individuals requiring hemodialysis."

Event description:
It was reported that on an unknown date, a 25mm epic valve was successfully implanted. In (B)(6) 2022, the patient experienced shortness of breath. The patient was diagnosed with bio-prosthetic valve deterioration and surgery was recommended. A transesophageal echocardiogram was performed. On (B)(6) 2023, the device was explanted and replaced with 27mm non-abbott valve. Calcification was observed on the explanted epic valve. Subsequent to the initially filed report, the following information was received that the epic valve was successfully implanted on 4 february 2016. The patient was reported as stable.